Manufacturer narrative:
Concomitant medical product: 4968-25 lead; implant date: (B)(6) 2004; a2dr01 ipg; implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) leads exhibited short ventricle to ventricle intervals with stimulation in unipolar pacing. The leads remain in use. No further patient complications have been reported as a result of this event.